Event description:
It was reported that the patient developed endocarditits. The device and leads were removed and later replaced :it was further reported by the patient that there was vegitation of the leads. No futher patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.